Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the device was received and evaluated at the service center. The reported complaint that the device had broken covers and that it did not function, was confirmed. The following defects were found and corresponding actions were taken with the device upon evaluation : covers were damaged - replaced. Guide line was bent - replaced. Cpu board was defective - repaired. Unit was not calibrated correctly - newly calibrated. Damaged foot switch connector - replaced. Further, the device was cleaned, internal pneumatic system repaired, tested and found to be fully functional. User mishandling if the most probable root cause of the physical damage to the device, which in turn, would have caused it to not function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/19/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/19/2019 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. - what was the procedure in which the device was involved? Shoulder arthroscopy - was surgery delayed due to the reported event? No - please report the time (minutes/hours). Not applicable - there was a complication to the patient? No - how was the procedure completed? Same device.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that after arthroscopic procedure, the covers of the 4580 fms duo+ pump/shaver combo -ns. Have broken and these don¿t make their function. No patient consequence. No surgery delay was reported. The device is available to be returned for evaluation.